Event description:
The essx handpiece was sent for eval because it was leaking water and the flush switch was jammed during testing. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet received. Therefore, a follow-up report will be submitted upon quality investigation is completed.